Event description:
It was reported that the stimulation never helped the patient¿s pain. It was noted that the caller never had therapeutic effect. It was noted that the patient still had pain that was treated with transdermal patches. It was noted that the stimulation was ¿coming on and shocking [the patient] all the time.¿ the patient stated this shocking resolved once the implantable neurostimulator (ins) was explanted. It was noted that the explant was done ¿around 1999-2000.¿ it was noted that the ¿leads¿ were still implanted. The caller asked about MRI compatibility. The patient also mentioned she had ¿metal in the face from a jaw surgery.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1991, product type: lead. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1991, product type: lead. (B)(4).